Event description:
As reported: "pt. Presented with thigh pain, considered indicative of a loose intramedullary stem, she received a gmrs distal-femur replacement with an all-poly tibial component ¿back in 1992¿. All components were removed and revised to the construct attached, due to aseptic loosening of the femur stem and concerns of poly-wear on the tibial component. No complaints have been filed against the implants themselves."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.